Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, unable to prime during the prime test due to a faulty force sensor. The motor was tested outside the device and it passed. The pump was received with a missing end cap sticker. The pump also had a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose level was not reported. The device was not returned.